Manufacturer narrative:
(B)(4) clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto the polyp site but failed to release from the catheter to deploy. The clip had to be pulled off from the tissue using forceps, however this was unsuccessful but was able to be removed from the patient by pulling on the delivery system. It was decided not to use a clip and instead, use a snare which successfully remove the polyp, completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.